Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the main tube insulation was scratched and some of the insulation had been removed. The scratches measured approximately .046 - .264 in length. No other damage was found.

Event description:
It was reported that after a da vinci surgical procedure, the insulation was torn on a thoracic grasper instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.